Event description:
It was reported that complete heart block occurred. The patient successfully received a implanted 27mm lotus edge valve. The patient went into complete heart block following the procedure. The following day a permanent pacemaker was implanted to treat the event. The patient has since been discharged home.